Manufacturer narrative:
Additional information was received and added. If information is provided in the future, a supplemental report will be issued.

Event description:
The lot number that is associated to the part in this case is n06738311.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was displaying a "dvi searching" message and would not function after that being displayed. The manufacturer representative rebooted the system several times without a resolution. No patient was present at the time of the event.